Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 500 mcg/ml at a dose rate of 100.03 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient confirmed magnetic resonance imaging (MRI) occurred on (B)(6) 2019, and the pump was not checked post MRI. The pump logs revealed a motor stall occurred on (B)(6) 2019 and tube set error on (B)(6) 2019. No pump alarm was heard. No patient symptom was reported. Telemetry stated was reviewed at the time of the report. It was indicated that telemetry stated was confirmed and troubleshooting had resolved the issue. No further patient complications have been reported as a result of this event.